Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 19 states: "intra-operative or postoperative bone fracture and/or postoperative pain can occur."this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-05943 & 06020 / 06022).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2011. Subsequently, patient alleges pain, difficulty walking and metal allergies. There has been no reported revision procedure to date.